Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint # (B)(4).

Event description:
N/a.

Manufacturer narrative:
The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that shortly after the intra-aortic balloon (iab) was inserted, the pump generated a low augmentation alarm and pressures on the pump showed the augmented pressure as lower than the systolic pressure. After 30 minutes, a new iab was inserted to provide therapy without further issue. There was no patient harm or adverse event reported.